Event description:
On (B)(6) 2012, pt reported she lost the adapter on her infusion device. Pt stated her blood glucose level went too low on (B)(6) 2012 and the paramedics came. Pt reported they lost the adapter to the infusion device. Pt stated her blood glucose level was 22 mg/dl and she had passed out. Pt's normal blood glucose range is 70-150 mg/dl. Pt reported they gave her an IV with sugar. Pt stated she took too much insulin to bring her reading down before when it was in the 200's mg/dl. Pt reported she bolused an extra amount and had not eaten. Pt stated the infusion device is working fine; she was just trying to keep her blood glucose readings lower and overdosed herself. Pt reported that is what contributed to her blood glucose level going down too low. Pt stated she was in the hospital from (B)(6) 2012. Pt reported she had to stay longer due to non-diabetes concern. Advised pt to use the infusion adapter from the backup infusion device until she receives new adapters. Advised pt on how often the adapter should be changed. Sending infusion adapters; no product return was requested.